Manufacturer narrative:
(B)(4). Evaluation summary: the sample was returned for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was spiked into a solution bag of distilled water and the set was reprimed and checked for leaks. A leak was observed between the outlet port of the drip chamber and the tubing. A microscopic inspection identified a void between the outlet port of the drip chamber and the tubing. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink system buretrol solution set leaked. The reporter stated that when the set was shaken, fluid leaked from between the tubing and the drip chamber. The tubing remained attached to the drip chamber. This was identified during a procedure in an operating room. The leaking set was replaced and there was no patient injury or medical intervention required. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.